Event description:
It was reported that a patient came into clinic for a follow up. Device interrogation revealed high defibrillation and pacing impedance on a right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.